Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis; should the information be provided later, a supplemental medwatch will be sent

Event description:
It was reported that during a total laparoscopic hysterectomy procedure the electrode came loose on the jaw but did not fall off of the device. They used a second like device to complete the procedure. There was no patient consequence reported. The device was discarded.